Event description:
It was reported that after pre-dilatation had been performed, while advancing a 3.0x8 rx xience prime drug-eluting stent delivery system, against resistance, toward a lesion in the left anterior descending coronary artery, the hypotube shaft separated into two pieces. As the site of separation was outside of the anatomy, the two shaft pieces were easily removed from the anatomy by withdrawing the two shaft pieces. The procedure was successfully completed using another xience prime. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. Evaluation summary: device evaluation: analysis of the returned device confirmed that the hypotube and jacket were separated 31.2 centimeters (cm) distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube also separated 32.3 cm distal to the strain relief tubing. The fracture faces were ovaled and the hypotube jacket was stretched at the same location as the separation but had not separated. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no other incidents reported for shaft separations for this lot. Based on the investigation, no product deficiency was identified. It should be noted that the xience prime instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It is likely the IFU deviation contributed to the shaft separations.